Event description:
It was reported that after a high anterior resection, leakage occurred 3days after the operation. Re-operation was performed.

Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 04/27/2023 h6: health effect ¿ clinical code = gastrointestinal system (e10) additional information received: -operation laparoscopy -surgeon¿s comment a certain number of leaks will occur. I don¿t think the issue occurred because of the device. -the device used area ra -the gap setting scale¿s tightened point 1.5mm (dr. O) -what happened during the operation the donuts were created properly. The staple was formed properly. The green check mark was illuminated. -leakage point it is unknown. (There was no problem when the leakage was checked after operation) -the staple line of leakage point unknown -how did the leak was found pus discharged from the drainage. -how was the leakage treated reoperation (colostomy), drainage -condition of anastomosed tissue no chemotherapy. The pelvis was narrow, so there was a difficulty in the operation. -suturing device competitive device additional information was requested, and the following was received: what were the indications for surgery? => cancer. Did the patient receive any preoperative chemotherapy or radiation? => no. The initial operation was difficult due to narrow pelvis. Were there any issues experienced with the device in the initial surgical procedure? => no. What healthcare professional fired the device and what is his/her experience with the device? => unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information will provided from the hospital. Were there any issues with device use/firing? => no. What confirmation was received that the device completed the firing sequence? => dr confirmed the donuts tissue, the breaking washer and the green check mark. Was the green checkmark visible at the end of the firing? => yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? => unknown. Was there any difficulty removing the device? => no. Was a complete transection of the white breakaway washer visually confirmed? => yes. Were the donuts inspected? If so, please describe. => yes. There is no issue for the donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. => no. Was a leak test performed? If so, what type and what was the result? => no further information will be provided from the hospital. Was the staple line visualized endoscopically during the initial surgical procedure? => unknown. How was the leak identified? => matter from the drain. What was observed at the site of the leak upon reoperation? => the leak area cannot be confirmed. How was the leak addressed? => the reoperation was performed and the colostomy was performed, and the drain was placed. The initial procedure was laparoscopic rectectomy of ra. The used stapler was a competitive device. Dr commented that the leak was occurred with regularity. Dr h11: corrected data = h1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable. Please see information captured in h10.